Event description:
The customer initially stated, that she had been experiencing high blood glucose after meals. The customer also stated, the bolus wizard was not calculating the insulin amount correctly and stated there were missing segments on the screen. The customer then mentioned, that insulin leaked form the reservoir into the reservoir compartment. The customer reported, a blood glucose reading of 224 mg/dl.

Manufacturer narrative:
The bolus wizard functioned properly. No bolus anomaly noted. Missing segments due to moisture damage on the liquid crystal display board.